Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reported denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2016 with the following findings: investigators were unable to duplicate the ¿intermittent power¿ complaint as no power interruptions occurred during the investigation. The review of the black box data showed multiple unexplained power reboots on the date of the alleged issue occurrence. The battery compartment and cap were undamaged and were able to fit securely to the pump. The battery cap was tightened and then unscrewed half turn with no reboots occurring. The cap contact measurements (height and width) were within specifications. Upon removal of the pump cover, no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module.